Event description:
There was no clinically relevant contra indications for the patient. Gpi target and "safe" trajectory planning were done on the elekta planning software. Based on this planning 4 insertion, cannulas and 4 micro electrodes were inserted. Micro recording was performed up to the target depth in the gpi (5mm below acpc line) and was uneventful. After retracting the micro tips, the 4 macroelectrodes were inserted up to 5mm above target depth. During the macro test stimulation, a problem was detected and the surgery was aborted. A post operative CT scan showed a hematoma from 24 up to 10mm above target depth. As of 2008, patient was hemiparetic on the left side and is responsive.

Manufacturer narrative:
The microtargeting drive, leksell frame adapter and array insertion tube sets are devices designed for re-use and multiple sterilization cycles. The microtargeting electrodes are single use devices and are provided sterile. Lot and serial numbers of the products used in this case are not available. The electrodes were destroyed by the facility. Surgeon noted no product malfunction. No product evaluated. Conclusion: applies to microtargeting electrodes.